Event description:
It was reported that the ventilator would not deliver pressure or volume with an audible alarm while connected to a patient. All leaks and potential sites for leaks were checked. The condition was not resolved with a circuit change. No patient harm reported.

Manufacturer narrative:
Result: solenoid manifold.